Event description:
Responded to event # (B)(4), at 16:05. Pt was a (B)(6) y/o male that came in for chest pain of 2 wks with a cough; 12 lead was obtained at immediate care showing sinus tachycardia rhythm above 110 bpm. Pt was placed in cardiac monitor on m23 with a heart rate of 52; 12 lead was obtained by m23 on m23 monitor with correct heart rate obtained at approx 115 bpm. Manual pulse obtained after and confirmed a tachycardic rate and not a pulse of 52. After event during transport, ECG cables disconnected and re-connected to monitor. Monitor then displayed correct heart rate. Picture is attached of problem with cardiac monitor. 12 lead previously done at the immediate care with heart rate above 110.